Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. The fse did not find any assembly failure however, preventative transducer calibrations were performed. Therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported the inspired tidal volume (vti) was being delivered out specification, while in patient use on this ventilator device.